Manufacturer narrative:
E1: patient city: (B)(6). Patient country: serbia.

Event description:
Reference number (B)(4). Event occurred in serbia. It was reported that the patient was hospitalized on (B)(6) 2025 due to a localized skin infection followed by irritation, pain and rash on the stomach. The duration of hospitalization was 1 hour, and the blood glucose level at the time of admission was 14 mmol/l. The patient was administered insulin via an insulin pen. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number, was submitted. Upon completion of the investigation, the manufacturing date was updated as 20-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011680, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 06-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011680. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011680 was manufactured according to the work instruction (wi) version 100 and manufactured in the multivac 14 on 20-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The welding, lot 5b03021 was manufactured according to the wi version 34 and manufactured in the line l506 - l057, on 17-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The welding, lot 5b03015 was manufactured according to the wi version 34 and manufactured in the line l524 - l525, on 19-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The welding, lot 5b03014 was manufactured according to the wi version 34 and manufactured in the line l524 - l525, on 17-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The welding, lot 5b03024 was manufactured according to the wi version 34 and manufactured in the line l524 - l525, on 24-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing connector of the lot 4h00372 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 17-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing connector of the lot 5b02913 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 19-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing connector of the lot 5b02914 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 17-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing connector of the lot 5a04632 was manufactured according to the wi version 42 and manufactured in the gluing machine 4-8, on 21-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing connector of the lot 5b00046 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 16-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing connector of the lot 5b00041 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 10-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing connector of the lot # 5b02921 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 24-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing connector the lot 5b02922 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 24-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 5b03083 was manufactured according to the wi version 66 and manufactured in the gluing machine ft02, on 21-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 5b03084 was manufactured according to the wi version 66 and manufactured in the gluing machine ft02, on 21-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.